Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the battery and the backup power source (bps) printed circuit board assembly (pcba). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, the battery on an 840 ventilator was unable to hold charge. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.